Event description:
It was reported that bd bbl¿ gc ii agar with isovitalex¿ enrichment contamination occurred. The following information was provided by the initial reporter: 4 boxes are infested with mold. Pictures attached.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6).

Manufacturer narrative:
H6 investigation summary: this memo is to summarize findings on your recent complaint 6665330 against chocolate agar (gc ii agar with isovitalex¿), catalog number 254089, lot number 2257296. Complaint history review: complaint history of the affected batch was reviewed. There were similar complaints registered for this catalog number. However no trend could be observed. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: the retain samples were reviewed and no deviation was detected. Return samples were not provided however pictures illustrating the issue were shared. Evaluation results: at this stage of the investigation no deviation was detected in our validated manufacturing process. No discrepancy was detected neither in the production records nor during the review of the retain samples. This product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. Since no trend was identified no corrective preventive action will be implemented investigation conclusion: based on the above mentioned evaluation, the complaint could be confirmed. Bd regrets the inconveniences you have experienced and will continue to monitor incoming similar complaints. We would suggest that you set aside, and not use, any prepared plated media that does not meet the appearance and performance specification as it is described on the bd certificate of analysis. This is consistent with industry recommendations for inspection of culture media prior to use (e.g. ¿good practices for pharmaceutical microbiology laboratories¿, who technical report series, no. 961, 2011, annex 2; chapter <1117> ¿microbiology best laboratory practices¿ the united states pharmacopeia; and the difco & bbl manual). H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ gc ii agar with isovitalex¿ enrichment contamination occurred. The following information was provided by the initial reporter: 4 boxes are infested with mold. Pictures attached.